Manufacturer narrative:
Corrected data: the root cause was reported as normal wear in the initial report. The root cause has been updated to premature wear. Service history review: a review of the service history record indicates that the device had been returned previously for the same malfunction. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This device was returned for maintenance; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during equipment maintenance, it was observed that the attachment device bearings were damaged and the device could not be mounted. The device also failed pre-tests for temperature, vibration, cutter disengagement, motor engagement, cutter brake assessment and cutter engagement. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.